Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "[Name removed] called stating he has found while testing, the silence button stays illuminated; however, there is not an audible alarm. He has verified the alarm silence and reset buttons are not stuck."

Manufacturer narrative:
The facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The user facility rep evaluated the device and identified a faulty alarm board as the most likely root cause in this alleged event. The carefusion tech support specialist advised the user facility rep that the alarm board needs to be replaced and provided the alarm board part number for them to purchase and repair the device. Based on carefusion's device history, this device has been in service for 11 years and has an excess of 21,241 hours of use. On (B)(4) 2013, carefusion sent an email to the user facility seeking add'l info concerning the status and repair of the device by their biomed department. As of (B)(4) 2013 there has been no response from the user facility and the alleged faulty alarm board was not been returned for eval. Should add'l info became available, a f/u medwatch report will be submitted.